Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4) for repair service and evaluation. In addition to the frayed forceps elevator wire and blocked movement of the forceps elevator, the evaluation also confirmed following: there were air leaks from the distal end and the grip section of the control section. The glue on the bending section rubber was worn. The metal braid within the bending section was damaged. The instrument channel port was corroded. There was a too much play in the movement of the angulation of the bending section. The insertion tube was worn and scratched. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However, insufficient maintenance at the user facility could not be ruled out as a factor of the reported phenomenon. If additional information is received, this report will be supplemented.

Event description:
During an income inspection for a repair service at olympus (B)(4) repair center, it was found that the forceps elevator wire of the subject device was frayed at the distal end and the movement of the forceps elevator in down direction was blocked due to the frayed elevator wire. The user facility did not provide another detailed information such as when the wire frayed. However, there was no report of patient injury associated with this event.